Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images provided which leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.', and 'the e-luminexx vascular stent is only compatible with a 0.035 inch (0.89 mm) guidewire.' Regarding damage the instruction for use states: 'visually inspect the e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' The instruction for use further states: 'during system flushing, do not use the system if fluid is not observed exiting the catheter at the distal tip.' Regarding pta the instruction for use states: 'pre-dilatation of the stricture is recommended. G3, h6 (result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using an e-luminexx vascular stent. It was reported that, during the procedure stent remained stuck and did not slip along the guidewire. It was further reported that the sheath could not be removed from the guidewire, leading to removal of the guidewire and insertion of a new guidewire, which resulted in a dissection. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the u.s, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using an e-luminexx vascular stent. It was reported that, during the procedure stent remained stuck and did not slip along the guidewire. It was further reported that the sheath could not be removed from the guidewire, leading to removal of the guidewire and insertion of a new guidewire, which resulted in a dissection. The procedure was completed using another device. The current status of the patient was unknown.